Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the 180-series scope would not display an image because the operational amplifier on the board was not designed according to the manufacturer's specifications, and overcurrent/overvoltage was applied at the time of equipment startup, resulting in failure of the operational amplifier. There has since been a design change to prevent reoccurrence. Additionally, more than 7 years have passed since the subject device was manufactured, and the worn out scope connector and contact failure most likely occurred from normal ageing deterioration.

Manufacturer narrative:
The device referenced in this report has been evaluated by olympus. The definitive cause of the customer's experience cannot be determined at this time. Physical evaluation of the complaint device reveals: there is minor corrosion on the bottom of the chassis. The switch is the old version. The video connector latch is worn out causing poor connection. The printed circuit board is faulty causing the user's reported issue. The software version is outdated. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
It is reported while preparing an evis exera ii video system center for use in an unspecified procedure, the processor would not work with series 180 scopes when tested with one scope and four pigtails. There was no delay in the procedure, it was completed with another device. There was no patient contact/impact related to this occurrence.